Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were unresponsive and also that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the act and escape buttons were unresponsive. The customer stated that when he pressed the act button it looked like it was stuck on low reservoir. Customer reported a hairline crack on the back of the pump. The customer reported that time on the insulin pump advanced. Customer mentioned damage to the top of the reservoir. They reported that the top of the battery compartment and reservoir compartment was cracked. They stated that the reservoir lip ring was not damaged. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding. Insulin pump received with broken belt clip slot and stripped battery cap(p) coin slot.